Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). A field service technician has been sent out for investigation and stated that the heater was defective and produced too much heat. The heater has been investigated by life cycle engineering and it has been determined that resistance of the temperature limiter is too high. In addition, the screw connection between the heater and the uv lamp and the nuts of the temperature limiter are corroded. Due to the increased resistance, the temperature limiter strongly overheats. As the limiter is enveloped with insulation material, a smell of burning during operation of the heater can occur. There is also a risk of fire. The high contact resistance is most probably caused by corrosion. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition, at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. A supplemental medwatch will be submitted after new information has been received.

Event description:
It has been reported that the device produced a smell during priming/setup. (B)(4).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
A field service technician stated that the heater was defective and produced too much heat. The heater was investigated by life cycle engineering and it has been determined that resistance of the temperature limiter is too high. Also, the screw connection between the heater and uv lamp and the nuts of the temperature limiter are corroded. Due to the increased resistance, the tempera-ture limiter strongly overheats. As the limiter is enve- loped with insulation material, a smell of burning during operation of the heater can occur. There is also a risk of fire. The high contact resistance is most probably caused by corrosion. The device did not have any leakages, it was also not recognized that water leaked out at an earlier stage. The heater and the uv lamp were checked for tightness by life cycle engin-eering and both parts did not leak during testing. However the seal of the heater indicated that water was present at the outer part of the seal (between heater and seal). The water could have got there from the inside of the heater or from the outside through the thread. It might also be possible that the corrosion was caused by condensation, but only if the insulation was damaged. Since the insulation is no longer available, this can't be clarified. The exact cause for the corrosion can't be determined with certainty. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition, at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable invest- igation process. Due to this no further investigation initiations will be completed at this time. Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption# e2018002: (B)(4). Importer: (B)(4). Contact person: (B)(6).